Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information alleging a red service alarm occurred on a ventilator. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator's red service alarm occurred. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The device passed all the tests.